Manufacturer narrative:
Concomitant medical products: 694765 lead; 4543 lead, implanted: (B)(6) 2007. Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.